Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet device appeared to overheat and subsequently exhibited a no-display condition while on the charger with a steady charging indicator, and a replacement was arranged. Symptoms included no reported adverse physiological effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and the user relied on an alternative insulin therapy until the replacement arrived. Investigation included remote troubleshooting guidance to allow the device to cool and an assessment for potential overheating and display or power malfunction. It was concluded, based on previously established findings for similar reports, that the most probable cause was a device malfunction of the user interface or power/display subsystem precipitated by an over-temperature condition.